Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer stated that the sensor went into threshold suspend. The customer's blood glucose reading was 79 mg/dl within limits and reading 60 mg/dl and it went low as 44 mg/dl. The customer stated that the sensor was off and it would not calibrate. The customer stated that the sensor kept beeping. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer was advised to monitor the sensor and call back if issues persist.